Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was specified that an x-ray showed the lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified an x-ray showed migration of the leads.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that intervention included an explant/replacement of the lead on (B)(6) 2017 and the event was resolved without sequelae. It was specified that the lead was replaced with a paddle lead and the device was disposed. No further complications was reported/anticipated.

Manufacturer narrative:
Updated to serious injury. Concomitant medical products : product ID 977a275, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014 product type lead . Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of lead migration and dislodgment was reported. Imaging performed on (B)(6) 2016 found lead migration down one vertebral body. The patient experienced increased low back pain. The event was related to the device or therapy and was not related to the implant procedure. No action was taken and the event was ongoing.